Event description:
It was reported that 161 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left descending artery (lad). A pre-intervention stenosis of 100% was reported. The lesion was pre-dilated with a 2.0x15mm sprinter balloon. A 2.5x24mm taxus stent was deployed at 10 atm in the region of the lesion. A post-intervention residual stenosis of 0% and timi iii flow was reported. The patient received heparin and eptifibatide during the procedure. Complications were reported as "none." The patient presented 161 days after the initial procedure with angina and a 95% in-stent restenosis in the proximal lad. The lesion was pre-dilated with a 2.5x20mm sprinter balloon. A 2.5x28mm cordis cypher stent was deployed at 14 atm in the region of the lesion. A post-intervention residual stenosis of 5% and timi iii flow was reported. The patient received heparin during the procedure. Complications were reported as "none."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7569927 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.